Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported the pump emitted tones and vibrations, and the issue persisted after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/13/2014 with the following findings:the complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.